Manufacturer narrative:
(B) (4) - skin contact.

Event description:
The customer reported h2o2 contact on employees finger tip when picking up a used cassette. The contact site turned white. The employee rinsed the contact area with running water, and did not seek any medical attention. It was reported that the employee is fine. The employee was not wearing the recommended ppe.